Event description:
Customer reported hospitalization due to low blood glucose readings of 38 mg/dl. It was noted that the customer may have overcompensated for dinner. Customer mentioned that the threshold suspend feature did not operate on the day of the low blood glucose readings. Customer stated that they were treated with a tooth paste medication. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.